Manufacturer narrative:
(B)(4). Investigation results: a fully deployed wallflex¿ biliary covered stent and delivery system were returned for analysis. Visual evaluation found that the outer sheath was broken at the proximal end of the guidewire access port. There were no other issues were identified during the product analysis. The investigation concluded that the cause of the reported event and the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent failed to deploy. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the guidewire access port.